Event description:
It was reported that the patient was deceased and died approximately three months after implantable pulse generator system (ipg) implant. It was further reported that there was alleged premature battery depletion. The cause of death has been requested and not received.

Event description:
Asku.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments, was analyzed and no anomalies were found. It was noted that all conductors were stretched, all insulators were breached cut, the lead was stretched and there was apparent explant damage. (B)(4) the device was returned, analyzed and no anomalies were found. The actual device was received for evaluation. We did receive performance data collected from the device and have analyzed the data. Battery depletion indicated/elective replacement indicator occured on (B)(6) 2011.

Manufacturer narrative:
Additional information received indicated the patient, who was immunosuppressed due to renal transplant, was hospitalized due to altered mental status. Blood cultures were taken and (B)(6) initiated. A chest xray was consistent with congestive heart failure. The blood cultures were (B)(6). The patient was made a do not resuscitate, do not intubate and later had respiratory distress, became hypoxic, developed cardiorespiratory arrest and died. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments, was analyzed and no anomalies were found. It was noted that all conductors were stretched, all insulators were breached cut, the lead was stretched and there was apparent explant damage. (B)(4) the device was returned, analyzed and no anomalies were found. The actual device was received for evaluation. We did receive performance data collected from the device and have analyzed the data. Battery depletion indicated/elective replacement indicator occurred on (B)(6) 2011.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.